Event description:
It was reported that during a left middle cerebral artery-m2 segment, stent-assisted aneurism coil embolization procedure. The microcatheter was placed to the distal of the aneurysm to deploy the subject stent. The physician encountered resistance while deploying the subject stent in the patient's anatomy. After deploying the tip of the subject stent, the rest could not be deployed completely. The physician removed the partially deployed stent together with the microcatheter to the middle catheter and then took them out of the patient's body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was found to be deployed and not returned. The stent delivery wire was found kinked bent. The stent delivery wire tip was found to be kinked/bent and the introducer sheath was not returned. Functional inspection for stent partial deployment and stent friction was not performed due to the stent was found to be deployed and not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'moderately tortuous'. An excelsior sl-10 microcatheter was used during the procedure and the same sl-10 microcatheter was used to finish the procedure. It was reported that 'when the operator deployed the stent at the lesion, after deploying the tip of the stent, the rest could not be deployed completely while withdrawing the system and then the partially deployed stent with the delivery system were retracted out of the patient's body directly'. It is further reported that friction/resistance was noted during stent deployment. Finally, it is reported that this was the first time that the physician used the product and he was not familiar with it. The stent was not returned for analysis and neither was the introducer sheath. The stent delivery wire (sdw) was returned and was noted to be kinked/bent. The as reported codes 'stent partial deployment', 'stent friction' as well as the as analyzed codes 'stent partial deployment', 'sdw kinked/bent', will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors and/or anatomical factors encountered during use.

Event description:
It was reported that during a left middle cerebral artery-m2 segment, stent-assisted aneurism coil embolization procedure. The microcatheter was placed to the distal of the aneurysm to deploy the subject stent. The physician encountered resistance while deploying the subject stent in the patient's anatomy. After deploying the tip of the subject stent, the rest could not be deployed completely. The physician removed the partially deployed stent together with the microcatheter to the middle catheter and then took them out of the patient's body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.